Event description:
It was reported that after five days of intra-aortic balloon (iab) therapy the iab ruptured. The console generated an iab catheter restriction alarm. Unfortunately, the patient expired. The iab has been thrown away by the customer. Perfusion believed this incident occurred to due staff in ICU constantly restarting the iab. Service engineer is out today to look at the cardiosave balloon pump. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2022-02791.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.